Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 136 mg/dl. Insulin was squirting out during the manual prime process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test and unable to prime at 4.0 pounds during prim test due to moisture damaged inside force sensor resistor. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.